Manufacturer narrative:
Product event summary: pump and the controller with unknown serial numbers were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Review of controller log files was not performed as log files were not available for analysis. As a result, the reported events could not be confirmed due to insufficient evidence. Based on risk documentation, a possible root cause of the reported alarms can be attributed, but not limited, to driveline wire damage, a marginal connection between the driveline and controller and/or contamination within the driveline connector. Based on applicable risk documentation, a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the connectors, marginal connection, and/or handling of the device. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: d1: heartware ventricular assist system - controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for unspecified alarms. It was suspected that there were possible issues with the ventricular assist device (vad) driveline connector and power plugs not being well seated in the controller ports. It was also observed that there was a glue/tape repair of external components of the driveline. A controller exchange was performed and the alarms stopped. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the (B)(6) 2025, intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.